Event description:
The manufacturer received information alleging device/power cord or supply too hot to touch. Device has strange odor. The device was service by service center. Pil was unable to confirm the complaint of device/power cord or supply too hot to touch as customer power supply and power cord not returned. Pil observed the following from an external and internal inspection: unknown white, tan and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown tan, and brown contamination (dust-like), in the iso port (international organization of standardization.) Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Unknown white, tan, brown and black dust-like contamination (inconsistent with degraded sound abatement foam), in the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown black residue inside enclosures (inconsistent with degraded sound abatement foam) foreign object in air path. Possible retention spring from air filter. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.